Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed, the lot number was 12k with supplementary information number of ¿10¿. (Manufacture date: dec 10, 2021). The cutting wire was broken. Investigation was carried out to confirm the broken portion. The coated portion of the cutting wire was torn, and the broken portion was scorched and melted. The outer diameter of the cutting wire was measured. The result indicated no abnormalities. The length of the coated portion of the cutting wire, and the cutting wire itself presented no abnormalities. There were no missing parts in the subject device. Other abnormalities that could lead to the breakage of the cutting wire were not confirmed. The following information was provided from the initiator. Which electrosurgical unit was being used for the procedure? ;amco, vio300d at what times did the reported event occur? (For example: how many minutes after the procedure started, did the reported event occur?) ;initiation of the incision. No abnormalities were detected in the device history record with the lot number for the following inspection items which related to the reported phenomenon. Length of cutting wire. Length of coated portion. Operation of cutting wire. Based on the confirmation result and the investigation results in the past, a likely mechanism causing the broken cutting wire might be the following. The cutting wire at a torn area of the coated portion came into contact with the distal end of the endoscope while the forceps elevator was raised. The output was activated in state of ¿1¿ description, and the cutting wire became hot instantly. This caused the cutting wire to break. It has been confirmed that the tear of the coated portion of the cutting wire could duplicate by the following mechanism. The forceps elevator of the endoscope was raised. When the cutting wire deflects, the coated portion of the cutting wire and the metal part of the distal end of the endoscope come into contact. In state of description ¿2¿, the cutting wire was moved back and forth. This caused the coated portion of the cutting wire to tear. The slider was pushed more than needed. This caused the cutting wire to deflect. Avoiding the above situations will prevent the cutting wire from breaking. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed from distributor that the knife wire was broken (with energization) during the endoscopic sphincterotomy procedure. The intended procedure was completed with another device. There was no report of patient injury associated with the event.